Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose level was 136 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.